Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide and the prostyle device referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The first proglide device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the next attempted proglide device. A prostyle device was then attempted; however, a cuff miss occurred. The sutures of a new proglide were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavi procedure was completed. The sutures of two proglide devices were tightened; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. Based on the information provided, the root cause for the failure to achieve hemostasis cannot be determined. In this case, the tissue capture may have been a partial. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H3, h10: the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.